Manufacturer narrative:
.

Event description:
On (B)(6) 2012, a vns treating neurologist reported that the vns patient is scheduled to have a medical procedure not related to vns the next day. During routine pre-operation work, a chest x-ray was performed and according to the hospital they could not visualize the lead wire. The patient's mother stated that the patient had been experiencing an increase in seizures recently. No medical intervention is planned for the increase in seizures. Diagnostics were performed which showed the device to be functioning properly with an impedance value of 2700ohms. The physician also later acknowledged that the view on the x-ray was why they could not visualize the lead wire on the x-ray; no device failure occurred. The patient's programming history was reviewed and the patient was last programmed to output=2ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=0.8min/magnet output=2.25ma/magnet pulse width=250usec/magnet on time=60sec on (B)(6) 2012. A system diagnostics test performed that day showed the device to be functioning properly at output=ok/lead impedance=ok/impedance value=2746ohms. Good faith attempts for additional information were made to the physician but no further information was received.

Event description:
Additional information was received on (B)(6) 2012, when the physician provided clinic notes dated (B)(6) 2012. The patient was noted to have a diagnosis of atonic seizures and partial seizures. A complex partial seizure was listed on the (B)(6) 2012, clinic notes and the patient's last visit was on (B)(6) 2012. Diagnostics showed the device to be functioning properly. No further information was provided by the physician.